Event description:
Customer's wife reported hospitalization due to high blood glucose. Caller stated that the insulin pump has quit working. The paramedics were called and customer was taken to hospital. Customer had breathing problems. The blood glucose reading at the time of the event was 750 mg/dl. Customer was a little foggy. Caller stated that customer had a fall a week prior to the hospitalization. Hospital is treating with IV insulin drip. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive act button due to corroded keypad trace. However, the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.